Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: rdf analysis did not show a conclusive root cause for the elevated wbc count reported for this collection. It is possible, though not conclusive this leukoreduction failure may be donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to correct information provided in the initial MDR.

Manufacturer narrative:
The customer declined to provide complainant's first name. The customer stated that a cell dyne ruby cell counter was used to determine the level of residual wbcs in the product. The cell counter¿s product information was reviewed by (B)(4). Depending on the manner in which the counter is being used, it is possible that the use of this instrument exceeds the manufacturer's specifications for detecting measureable wbc counts. Updated root cause: run data file analysis did not show a conclusive root cause for the leukoreduction failure reported for this collection. It is possible, though not conclusive this leukoreduction may be donor related or due to wbc count methodology.